Manufacturer narrative:
The hill-rom technician found the patient's left caregiver control label had collapsed, causing the backrest to continually raise. Per the hill-rom service manual the bed should be subject to an effective maintenance program.  An annual service of the bed is advised in order to maintain its characteristics and performance.  Patient pendant:  disconnect the patient pendant and check the condition of the connector. Then reconnect or replace the pendant. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Replace the pendant if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the caregiver controls to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the device started operating on its own (self run). The device was located at the account in section 2b. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).